Event description:
Information was received from a consumer and company representative (rep) regarding a patient receiving intrathecal fentanyl and unknown baclofen via an implanted pump for spinal pain indications. It was reported that due to a giant mess their pump had been left to run out and it was currently in the beeping mode every 10 minutes telling them the pump was empty. The patient asked if someone could meet them at their house to have the alarm silenced. The patient initially stated it alarmed once an hour for a week and now it's a 2-tone beep every 10 minutes for 5 days now. When the agent inquired event date, the patient stated they thought on a thursday, but they know for sure sometime in (B)(6), they wanted to say (B)(6), was when the pump started alarming as a single tone every hour, and then a week later, the alarm changed to two beeps every 10 minutes telling them it was empty. When the agent attempted to obtain current managing healthcare provider for their pump, patient stated they do not have one - they would not go back to the previous gentleman they worked with and this person did not want patient to go back to them. Additional information was received from a company representative (rep) on (B)(6) 2025 and it was reported that the pump would be removed (B)(6) 2025. The patient not had drug in the pump for three weeks. The patient reported that the pump was tilted and protruding from the incision and there was an infection reported. It was noted the pump was moved in (B)(6) 2025 and the patient stated it was moved to a bad spot that caused him further issues. The patient mentioned a pressure sore on the inside of his body as a result of the pump position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.